Event description:
It was reported that "the battery is empty". Further information was provided that the equipment indicates "low battery" and the error log shows error 9005, which indicates battery failure. There was reportedly no patient involvement.